Event description:
It was reported that the patient had a right ventricular (rv) lead fracture. The rv lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient had a right ventricular (rv) lead fracture. The rv lead was explanted and replaced. Patient condition was stable.